Event description:
A health care professional (hcp) reported that a patient received a third degree burn on the palm of his hand during a trauma procedure using an opmi pentero microscope. Wound care of unknown nature was administered.